Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for superior vena cava (svc) coil impedance that had been steadily climbing and exceeded the programmed upper alert limit. In addition, it was reported that the rv lead exhibited some undersensing with morphology changes during arrhythmia episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient received a supra ventricular tachycardia (svt) ablation in response to the episodes.